Manufacturer narrative:
Physio further examined the customer's device, however, during subsequent testing the reported issue could no longer be duplicated.  Physio observed that the device was able to successfully charge and shock at 200, 300 and 360 joules, respectively.  The device passed all functional tests. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was performing a routine preventative maintenance (pm) inspection on the customer's device where it was observed that it would not charge (in order to shock) at 200 joules. As a result, adequate defibrillation may not be able to be delivered if it were necessary. There was no patient use associated with the reported event.